Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was obtained intermittently. The no lock condition prevented one of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. The failure of this device is attributed to a short from power to electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing increased power consumption and loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.